Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she did not receive an error message on the adc freestyle libre sensor however, the sensor displayed a "ready to scan" message but she was unable to obtain any glucose readings when scanning. As a result of not being able to monitor glucose, the customer experienced a symptom of loss of consciousness and was unable to self-treat. The customer¿s husband administered glucagon injection as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she did not receive an error message on the adc freestyle libre sensor however, the sensor displayed a "ready to scan" message but she was unable to obtain any glucose readings when scanning. As a result of not being able to monitor glucose, the customer experienced a symptom of loss of consciousness and was unable to self-treat. The customer¿s husband administered glucagon injection as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.